Event description:
It was reported that the device was reaching the elective replacement indicator sooner than expected. The battery voltage dropped rapidly from 2.75v to 2.65v in three months. It was also reported that the right ventricular lead had high sensing integrity counts and varying impedance measurements. The overnight impedance increased from the lead trend, then went back to the baseline. It was also noted that the lead had higher outputs and every so often there would be artifacts on the electrogram which were not reproducible with isometrics. The artifacts occurred when the patient went from sitting to standing and walking. The device was explanted and replaced. The lead tested within normal limits through the analyzer and device, and the physician decided to leave the lead alone. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was reaching the elective replacement indicator sooner than expected. The battery voltage dropped rapidly from 2.75v to 2.65v in three months. It was also reported that the right ventricular lead had high sensing integrity counts and varying impedance measurements. The overnight impedance increased from the lead trend, then went back to the baseline. It was also noted that the lead had higher outputs and every so often there would be artifacts on the electrogram which were not reproducible with isometrics. The artifacts occurred when the patient went from sitting to standing and walking. The device was explanted and replaced. The lead tested within normal limits through the analyzer and device, and the physician decided to leave the lead alone. It was further reported that the lead was fractured. Detections and therapies were turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. The battery voltage is pre/approaching eri. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.89 to 2.65 volts between (B)(4) 2011 and (B)(4) 2012 which is before device recommended replacement time (rrt) <= 2.62 volt. (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily pace lead impedance trend data shows an abrupt increase for max rv pace = 608 to 1184 ohms peak between (B)(4) 2012.